Manufacturer narrative:
Product not available for return. Root cause attributed to patient¿s anatomy and general poor health conditions. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the time frame in which they were manufactured. This was also reported to be not device related. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported a patient underwent a left shoulder arthroplasty on (B)(6) 2012. Subsequently, the patient underwent a revision on (B)(6) 2016 due to the joint space being loose/lax. This is related to the patient's anatomy and general poor health conditions, not caused from an implant, per the surgeon. During the revision synovitis was noted, so the synovium was excised.